Manufacturer narrative:
Based on the available information, the rse evaluated the device remotely and confirmed that the therapy hv capacitor was defective. Philips sent the dfm100 assy capacitance (453564489001) to the customer site to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective therapy hv capacitor. Further root cause was not determined. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that therapy test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.